Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a bubble in the IV tubing during a pump infusion. No report of patient harm.

Manufacturer narrative:
The customer complaint of IV tubing bubble at silicone segment was confirmed per picture received by the customer. It was observed by the customer that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. No further investigation could be performed and root cause was not identified because no product was returned for investigation.